Manufacturer narrative:
B3: reported month/year of the event was stated but the exact day was not stated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the epidural tubing was not infusing the medication. The originally intended procedure was epidural medication infusion. The event occurred in a hospital skilled nursing unit. There was unknown patient involvement and unknown patient harm.